Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The receiver ((B)(4)) that was used with the complaint device was also returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed an intermittent out of range was confirmed.

Manufacturer narrative:
(B)(4). The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent antenna icon could not be confirmed. Additionally, the receiver (str-gl-pnk/sm41772256) that was used with the complaint transmitter device was returned for evaluation on (B)(4) 2014. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of intermittent out of range.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.